Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The event occurred in thailand. It was reported that the battery of the rotaflow console is worned out and needs to be replaced. It was noticed during patient use. The device was exchanged with another one without consequences for the patient. No ham to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The (B)(6)#battery pack for rfc (article number 701017188) will be replaced. The root cause for the battery failure could be determined as the battery has reached the end of its useful life. The last replacement was in july 2021. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2023-05-05 and during the period of 2016-02-24 to 2023-05-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2016-02-24. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in thailand. It was reported that the battery of the rotaflow console is warned out and needs to be replaced. It was noticed during patient use. The device was exchanged with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.